Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged on (B)(6) 2017 the patient experienced a blood glucose of over 600mg/dl, with polydipsia, polyuria, nausea, vomiting, diarrhea, and a loss of consciousness, associated with an alleged power issue. Reportedly, the patient discontinued pump therapy, and was treated in the hospital with intravenous fluids, and antibiotics for an insertion site infection by their healthcare provider. The patient was also diagnosed with diabetic ketoacidosis, and a urinary tract infection. During troubleshooting with customer technical support, it was alleged the battery compartment and battery cap were cracked, with moisture in the battery compartment, and a no power issue. The patient noticed the pump was not working on (B)(6) 2017 and changed the battery, the pump functioned until (B)(6) 2018 when the patient noticed the spring on the battery cap was bent and there was corrosion in the cap, and was hospitalized. The patient was discharged on (B)(6) 2017 and was not using the pump, and experienced diabetic ketoacidosis on (B)(6) 2017 when they were readmitted to the hospital. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a loss of power issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jan-2018 with the following findings: a review of the black box showed unexplained loss of prime followed by a replace battery alarm then a power on reset event. The battery compartment threads were stripped and no cracks were found. No moisture/corrosion was found in the battery compartment. Moisture corrosion was found on the returned battery cap, and there were stripped threads. The battery cap was unable to maintain an electrical connection, and the power issue was duplicated. A test battery cap fit to the pump and maintained an electrical connection. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit.